Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause: root cause has not been identified. There have been no other complaints in the reported lot number. (B)(4).

Event description:
A physician reported a patient with blurry vision approximately three months following implant of a multifocal intraocular lens (iol). The lens was explanted and replaced with a monofocal iol. Additional information is requested.